Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as very red and itchy. The patient's doctor prescribed creams. There is no alleged device malfunction. Follow up was completed and the skin irritation was improved.